Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. Approximately six months after the procedure, the patient complained of pain. The patient underwent re-operation on (B)(6) 2012. A CT scan revealed stranding around the mesh. At the time of the re-operation, the surgeon observed lack of ingrowth in the central aspect of the repair with omental fat pushing through the central interstices of the mesh.

Manufacturer narrative:
(B)(4): pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.